Event description:
Noted high interface during blood prime phase. Therakos contacted. Collect return rated decreased from 30 to 25. Red cell pump alarm. Procedure paused and restarted. Therakos contacted. Re-purge x2. Therakos recommended early buffy coat. Physician made aware. Early buffy coat successful. Pt tolerated procedure. Hand off given to bedside rn.